Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 6mm amplatzer vascular plug ii was chosen for implant using an unknown delivery system. During the procedure, it was determined that there were sizing issues. The duct was measured 4.1mm. The procedure was completed through surgery. No additional information was provided